Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl741su-caiman disp.instr.articulat.d5/360mm. According to the complaint description, it was reported that this case is received from (B)(6). The hospital reported to ministry of health, that, during operation in the gynecology operation room, during use of the device, the vessel sealing was prolonged and according to ergonomic and practical usability more bleeding than usual had occurred, and that this was reason for a delay in surgery. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference: (B)(4).

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Rationale: unfortunately we received only minor information and no instrument for analysis. Therefore a definitive root cause analysis is not possible.